Event description:
The hcp reports the pt was refilled with a drug concentration increase from 15 mg/ml to 30 mg/ml approx 10 days prior to this report without any programming changes. No symptoms were reported ten days after refill and the hcp was going to schedule an appointment with the pt to program the correct concentration. Additional info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.